Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the complaint device, a bend was identified approximately 8 centimeters from the distal tip. Device inspection revealed the catheter did not meet curve nor planarity specification. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The most likely root cause is mishandling subsequent to distribution, including shipping/storage conditions or improper manipulation of the catheter. The instructions for use (IFU) state: - do not introduce the tip folded into the guiding sheath. - do not exert excessive pressure during placement of catheter if unknown resistance is encountered. - do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. - avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported there was a steering issue with the electrophysiology catheter. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.